Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of vt was observed via remote transmission. The patient received inappropriate atp therapy due to the device detecting svt as a vt. Programming changes were recommended. The patient will continue to be monitored.